Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the battery they received as part of a recall was faulty. It would not hold a charge. There was no reported patient involvement.